Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a failure in cubie drawer main 5. A field service engineer replaced defective rear controller board to rectify the problem. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system main drawer 5 failure. The customer indicated that drawer 5 were inaccessible to staff until the drawer was repaired. However, the medications were available at the nearby medstation. There were no adverse events or injuries reported based on this incident.